Manufacturer narrative:
Calibration flags were noted on 05-oct-2021. Qc was out of range from 05-oct-2021 to 06-oct-2021. Multiple flags were noted. The field service engineer replaced the dosing syringe seals and lubricated them. The lamp was replaced as well. The entire internal area of the analyzer was cleaned. The photometer was calibrated and all pending machine maintenance tasks were performed with no issues. Calibration and qc were performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one newborn patient sample tested with bilt3 bilirubin total gen.3 on a cobas integra 400 plus. The sample initially resulted in a total bilirubin value of 1.14 mg/dl and this value was reported outside of the laboratory to the doctor. The sample was repeated, resulting in a value of 10.44 mg/dl. The repeat value was believed to be correct. A corrected report was issued and the doctor was notified of the repeat value. Controls tested after initial testing of the patient sample were outside of range high. The assay was recalibrated with the same batch of calibrators, but controls continued to recover outside of range. The total bilirubin reagent lot number and expiration date were requested, but not provided.